Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported a blood leak occurred with the bloodlines during the patient¿s hemodialysis (hd) treatment. The biomed stated that the bloodlines separated at the blood pump segment. Additional information was requested, however a response was not received. The patient¿s estimated blood loss (ebl) was not provided. It was not stated in the initial report that the patient experienced a serious injury, adverse event, or required medical intervention as a result of this event. The sample was not returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported a blood leak occurred with the bloodlines during the patient¿s hemodialysis (hd) treatment. The biomed stated that the bloodlines separated at the blood pump segment. Additional information was requested, however a response was not received. The patient¿s estimated blood loss (ebl) was not provided. It was not stated in the initial report that the patient experienced a serious injury, adverse event, or required medical intervention as a result of this event. The sample was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
G1 plant investigation: the complaint device was not returned to the manufacturer for physical evaluation. However, a photograph of the alleged malfunction was provided by the customer. It was observed on the photograph that a separation occurred from the assembly of the main line tubing to the assembly of the pump clear adapter of the arterial line. From the received photograph the condition of the tubing and connector cannot be evaluated and it cannot be confirmed whether there is presence of solvent on the component. The alleged failure mode was confirmed; a separation was observed according with the photo received from the customer. A separation on this assembly could be caused due to an incorrect assembly technique from the operator (incorrect solvent application on the component) or due to a lack of solvent during the assembly of the components (dispenser malfunctioning). A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.